Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the instrument's grip cables was broken at the hypotube. It was concluded that the damage was likely due to improper cleaning. No other damage was found. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: -read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken grip cable at the hypotube found during failure analysis investigation could likely cause or contribute to an adverse event if the malfunctions were to recur.

Event description:
It was reported that during a da vinci cholecystectomy procedure, it was observed that the tip of the large suturecut needle driver was not holding the needle properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.